Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Combination packs, one tampon, vaginally for menstruation (lot number and expiration date unspecified). After an unspecified duration, she felt unwell and went to a clinic to get her urinary tract infection test done, the test result was negative. She was suggested to contact her gynecologist, who diagnosed it as vaginal bacterial infection. A day after her visit to gynecologist, about two weeks after her menstrual cycle, a piece of tampon came out of her vagina. The action taken with the device was unknown. The report was assessed as non-serious event. The company causality was assessed possible. No sample was received for evaluation as of (B)(4) 2011. No lot number was provided with the complaint. A review of the data associated with each complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.